Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -18.00/+1.00/x089 device evaluated by manufacturer? No - lens not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 -18.00/+1.00/x089 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Excessive vault was noted the next day. The lens was explanted and was exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Patient's visit on (B)(6) 2015, ucva was 20/30.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found lens haptic torn/broken/bent/deformed, and foreign material on lens surface. (B)(4).